Event description:
Easy pump ii elastometric infusion pump 270 ml x 5 ml/hr . Pump was filled with fluorouracil and attached to patient at 12:30 pm to infuse over 46 hours as part of chemotherapy treatment. Patient returned to office at 12:45 stating carrying bag was wet. Leakage noted at point between where tubing and bulb connect. No leakage noted at time pump was filled by admixture techs. Pump and drug were discarded properly and new pump filled and started on patient. One day prior to this incident, tech did have another pump that they noticed leaking at same connection while they were filling. This pump and med were discarded prior to ever being connected to a patient. Ref report: mw5113913.